Event description:
Subsequent to filing of the initial report additional information was received. The sheath size just prior to insertion of the closure device was 5f. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correct: sheath size. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure due interaction with the anatomy and downward force applied during device insertion attempt. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after an interventional iliac procedure. Reportedly, a little resistance was felt during insertion of the proglide device. When the plunger was removed no suture was attached to any needle. Resistance was felt during closure of the foot and retraction of the proglide device showed a complete separation of the sheath from the guide and remained in the patient anatomy. The body of the proglide device was removed from the patient anatomy without resistance. The proglide sheath was removed with a snare from a contralateral access site using a 7f non-abbott sheath. Manual arterial compression was applied to achieve hemostasis. There was a clinically significant delay in the procedure or therapy. There was no reported adverse patient sequela. No additional information was provided.